Event description:
New information noted that the device was explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. Interrogation attempts in nominal settings with load were unsuccessful due to increased current required for telemetry. The device was tested on the bench and the device battery reached end of life battery levels due to normal battery depletion. With a new battery no abnormalities with regards to battery depletion or telemetry were observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an interrogation of the pulse generator, while checking the atrium¿s and ventricle¿s threshold, a notification indicating to locate the device was noticed. The wand was relocated, and the programmer was turned on and off but the notification was still noticed. At higher threshold levels the notification was no longer present. It was suspected that the battery was too weak to maintain telemetry and maintain the high output. The patient was stable during the interrogation.